Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables and power sources. There was no reported adverse impact to the customer's blood glucose level. The customer requested that an additional cable be sent. Multiple contact attempts were made by tandem technical support to determine if the additional cable resolved the issue. However, no additional information could be obtained.